Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll during bolus. Customer reported that buttons were not responding. Customer reported that insulin pump was expose to moisture from sweat. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.